Event description:
Customer contacted saalt on (B)(6) 2023 stating that they were struggling to remove their saalt disc on their own. They said they had just had intercourse and that the disc had rotated and they were unable to grasp the removal notch. Saalt responded with removal instructions which are also in the IFU. Customer responded on (B)(6) 2023 stating that they chose to seek medical assistance to have their disc removed. Saalt followed up with additional questions about the customer's experience. Customer contacted saalt on (B)(6) 2023 stating that they were struggling to remove their saalt disc on their own. They said they had just had intercourse and that the disc had rotated and they were unable to grasp the removal notch. Saalt responded with removal instructions which are also in the IFU. Customer responded on (B)(6) 2023 stating that they chose to seek medical assistance to have their disc removed. Saalt followed up with additional questions about the customer's experience. The customer responded on (B)(6) 2023 and stated the disc moved higher in the vaginal canal than normal, making it hard to remove the disc. The customer contacted saalt for removal tips and saalt shared tips. The customer chose to seek help from a medical professional to remove the disc and they were able to remove it completely. Their doctor did not say anything about their cervix height. No further investigation required. A saalt disc cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the disc. We believe the instructions given are adequate to remove the disc, but the customer chose to seek medical attention. The customer responded on (B)(6) 2023 and stated the disc moved higher in the vaginal canal than normal, making it hard to remove the disc. The customer contacted saalt for removal tips and saalt shared tips. The customer chose to seek help from a medical professional to remove the disc and they were able to remove it completely. Their doctor did not say anything about their cervix height. No further investigation required. A saalt disc cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the disc. We believe the instructions given are adequate to remove the disc, but the customer chose to seek medical attention. Instructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.